Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure the helix of the lead would not deploy after only two extensions. The lead was removed and visually inspected for tissue, but none was found. The lead was then flushed at the tip with a syringe and helix extension was attempted outside the body, but the helix would not extend. The lead was not used and a different lead was implanted instead. No patient complications have been reported as a result of this event.